Manufacturer narrative:
The investigation of positioning issues has been completed. No product was returned. Reported initially placing the pump per instructions for use (IFU) but pulled back across aortic valve when attempting to reposition and unable to recross the valve. Based on the clinical details, the root cause of the positioning issue was most likely use related since the pump was pulled across the aortic valve when being repositioned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an implanted impella cp pump was inadvertently pulled back across the aortic valve during repositioning. The pump was removed, sterilized and then reinserted, but once again, the pump was unable to recross the valve. The decision was ultimately made to explant the pump. There was no patient harm.